Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2017 was over 600 mg/dl with confusion, seizure, and loss of consciousness. The reporter noted the patient was hospitalized and was treated with insulin via injection and intravenous fluids. It was reported the pump¿s basal rate and bolus settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that: the pumps basal history and total daily dose basal history were appropriate for the programed basal rates; the bolus history recorded was accurate as programed. There was no indication of a device malfunction. It was determined the reported health event was attributed to a reported use error: basal/temp basal settings incorrectly programmed; therefore, this complaint is being reported.